Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during pre-implant preparation, when performing a scan for device with the programmer, the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be located. The programmer was rebooted and was then successfully able to locate the device. No adverse patient effects were reported.